Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) em2400 valve sets leaked from port 2. This was discovered when ingredients that were not included in the formulation were appearing in the bag (different color) during priming on an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d1, d4. H11: the actual devices were discarded; however, a photograph of a sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.